Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "tightness in breasts" "burning sensation " "diagnosed with capsular contracture, baker grade unknown" " pain".

Event description:
Patient representative reported "tightness in breasts," "burning sensation," "diagnosed with capsular contracture, baker grade unknown," "pain," "rupture," and "increased risk of biaalcl diagnosis, fear, stress, and anxiety." This record is for the left side. The device has been explanted.